Event description:
Information was received from healthcare provider regarding a patient receiving an unknown medication via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient¿s communicator would not charge and ¿if you shake it, something shakes in there so I'm guessing she broke that part" where it plugs in to charge. A replacement communicator was requested from the repair department because it would not take a charge and may be broken as something shook inside per the caller.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-aug-2021, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿electrical failure - burnt l3 on charge board¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.